Manufacturer narrative:
H3: the revision reported was likely the result of a rotator cuff failure, as reported. However, the event cannot be confirmed and potential contributions from patient-related issues, soft tissue tensioning, and/or component positioning or sizing cannot be assessed as the devices were not available for evaluation, and no radiographs or sufficient clinical information were provided. The observed wear on the inferior aspect of the glenoid component was likely the result of repeat contact with the humeral bone. D10: (B)(6) 310-61-41 - stemless humeral head 41mm x 16mm x alpha. (B)(6) 319-01-32 - steinmann pin sterile 3.2mm x 178mm. (B)(6) 300-62-01 - stemless humeral comp integrip, cage, size 1.

Event description:
As reported, approximately 9 months and 22 days post the initial stemless anatomic total shoulder arthroplasty, the patient's rotator cuff failed and was revised to a reverse total shoulder arthroplasty. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.